Event description:
Additional information received that patient had ipg replaced on (B)(6) 2023 and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an inoperable ipg. The patient had an unrelated surgery and turned stimulation off but did not put the ipg into surgery mode. After the surgery, the patient was not able to communicate with the ipg. The patient is currently admitted in the hospital for unrelated health issues.